Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of not feeling well with diagnoses of bilateral pulmonary edema and fluid volume overload (fvo) with hospitalization. The patient reported a cycler powering down issue on 06/14/2019 and stated there was no alternate treatment available, however, the pdrn reported that the patient was trained in manual exchanges for instances where there were issues with the cycler. The patient also has a history of non-compliance when it comes to pd therapy. The replacement cycler was not scheduled for delivery until (B)(6) 2019 and the patient missed the delivery due to being in the hospital. It cannot be confirmed if the patient completed the manual exchanges from (B)(6) 2019 until the hospitalization on (B)(6) 2019 or if they were compliant with pd treatments prior to the cycler issue reported on (B)(6) 2019. Based on the available information, the liberty select cycler cannot be excluded as being a causal or contributory factor in the patient¿s adverse event.

Event description:
It was reported a peritoneal dialysis (pd) patient was not doing well and might go to the hospital. Upon follow-up, the peritoneal dialysis registered nurse (pdrn) stated that the patient went to the hospital on (B)(6) 2019 and was admitted. The patient had a chest x-ray showing bilateral pulmonary edema and fluid volume overload. The cause was not documented. The patient was initiated on urgent hemodialysis (hd) in the hospital. The pdrn stated that the patient has a history of non-compliance and is trained on manual exchanges in case of cycler issues. However, the pdrn could not confirm if the patient completed manual treatments while waiting for the replacement cycler. It is unknown if the patient has returned to pd therapy. The patient remains hospitalized with a possible discharge date of (B)(6) 2019. No further details were available.